Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a (3) three level procedure with prodisc-c on (B)(6) 2018 due to too much pressure on the c5-c6 implants. The patient was originally implanted with prodisc-c at c4-c5 and c5-c6 on an unknown date. An anterior cervical discectomy and fusion (acdf) was performed at c6-c7 and prodisc-c at c4-c5 and c5-c6. C4-c5 was auto fused. The surgeon also wanted to fuse c5-c6 due to too much pressure. The patient was revised to a cage and plate acdf. The prodisc-c implant was successfully removed using the prodisc removal tray. The procedure was successfully completed without surgical delay. The patient was stable after the procedure. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).